Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa but did not meet release criteria. The physician fully recaptured and removed the wds. A new 31mm wds was then selected, and the procedure was continued. The closure device was deployed in the laa, and after several recaptures and redeployments the device was in an ideal position. All other release criteria were checked, and the physician released the closure device from the core wire. The closure device was successfully implanted in the laa of the patient. At this time, it was noted that there was a string-like thrombus present on the face of the closure device. No intervention was performed, and the procedure was completed. The patient was given an oral anticoagulant and discharged from the hospital with no complications or consequences as a result of this event. Follow-up imaging to be done per protocol.